Manufacturer narrative:
(B)(4).

Event description:
A hospital in (B)(6) reported that four flow meter outer cases exhibited small cracks, some of which were mounted to an 900iw110 oxygen flowmeter module. No patient consequences were reported.

Manufacturer narrative:
Two of the complaint flowmeters have been received at fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that four flow meter outer cases exhibited small cracks, some of which were mounted to an 900iw110 oxygen flowmeter module. No patient consequences were reported.